Manufacturer narrative:
(B)(4). Device manufacture dates march 1, 2013 - march 4, 2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was observed in an lv 10 infusor. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.